Manufacturer narrative:
The customer did not return the device for evaluation; however, a field service engineer (fse) was able to go onsite to evaluate the device and confirmed that the ventilator was used in non-invasive ventilation (niv) mode. The device operated normally during evaluation, and logs were retrieved for technical review. Log and trend data were reviewed and showed multiple instances of the alarm while in niv mode. High patient leak or excessive flow demand during niv does not indicate a device malfunction, as the ventilator compensates by increasing flow to maintain target pressure. Based on testing and log review, it was determined the ventilator is functioning as designed under these conditions. A representative was scheduled to go onsite to educate the customer on niv use on a patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that, the device alarmed a "technical failure 244 - o2 mismatch" after being on a patient for 6 hours. There was no adverse effect reported, and staff reported they swapped the ventilator out with a different one to continue treatment.